Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt reported she just started pump therapy 2 weeks ago. She stated she changed her infusion site earlier today but must have done it incorrectly. Pt reported she just found that her infusion set was not in her body thus leaking out all the insulin she had given herself throughout the day. She said her readings are very elevated. Advised pt to contact her nurse or physician to determine how she should treat her elevated readings. Attempted to troubleshoot her concern further but she declined. She said she had to go and contact her healthcare provider. No product return was requested.